Event description:
It was reported to philips that the system failed to start due to an error related to image transfer at startup on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service rebooted the system to resolve the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).